Event description:
Caller alleged discrepant results using the inratio2 meter: patient had been taken off of coumadin on (B)(6) 2011 for a dental procedure and then placed back on it (B)(6) 2011. Patient was experiencing rectal bleeding due to a colon tear on (B)(6) 2011. Therapeutic range is unknown.

Manufacturer narrative:
Investigation pending.